Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station required data synchronization. A field service engineer performed data synchronization remotely to resolve the issue. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the device was offline at the station but online in remote support service and required data synchronization. The customer stated that this malfunction not allowing the server to communicate with the device. However, there were no delay or adverse events or injuries reported based on this event.